Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product quality issue. The investigation determined that the reported difficulties were likely related to procedural circumstances. It is likely that the distal shaft was bent or restricted in the anatomy preventing the shaft lumens from moving freely and causing the resistance with the thumb wheel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10- device available for eval updated from yes to no.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a right proximal superficial femoral artery. The 8.0x80mm absolute pro stent was deployed in the target lesion with difficulty due to resistance with the thumbwheel. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.